Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that a system message related to energy was displayed during a treatment. An energy check was performed and the message was cleared. The surgery was completed. Patient impact is unknown.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. At the visit on site the fse (field service engineer) verified the laser. The error did not occur again. He calibrated the energy table and successfully performed the service installation record. No further abnormalities were detected during visit and the issue is resolved. The error can be confirmed in logfile review however the origin is not visible in the logfiles. The reported problem could not be reproduced on site so the root cause cannot be determined conclusively. However, the most possible root cause was that the energy table was out of range and required recalibration. (B)(4).